Event description:
It was reported that during drilling, the drill guide did not fit properly with the plate causing the drill to break.

Manufacturer narrative:
Investigation in progress but not yet complete.